Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. Frizon, l., may, fj., shao, j., maldonado-naranjo, al., nagel, sj., machado, ag. Outcomes following deep brain stimulation lead revision or reimplantation. In abstracts from the 21st annual meeting of the north american neuromodulation society, las vegas, nv, USA january 11-14, 2018. Neuromodulation 2018; doi: 10.1111/ner.12774. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary/reported events: five patients with deep brain stimulation (dbs) for parkinson's disease (pd) experienced a lead infection that necessitated lead removal and subsequent reimplantation. There was reportedly significant improvement in the contralateral motor scores after revision/reimplantation surgery. Seven patients with dbs for pd experienced suboptimal outcomes (limited benefit or side effects at low thresholds) leading to the lead(s) being revised. There was reportedly significant improvement in the contralateral motor scores after revision/reimplantation surgery. Two patients with dbs for pd experienced device failure requiring lead revision. There was reportedly significant improvement in the contralateral motor scores after revision/reimplantation surgery. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.